Event description:
A surgeon reported that during flap creation, there was loss of suction at 75 percent of completion. The surgeon reported that the patient did not squeeze, or had irregular conjunctiva that could have contributed to the lost suction. The surgeon also related that a low suction error was displayed by the system. The surgeon was able to "recut" and complete the procedure.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. A review of similar complaints was performed. Historically, reports of suction issues with the system patient interface are patient and user related. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Reports of suction issues with the reported system patient interface are patient and user related the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).